Event description:
It was reported that pump displayed malfunction alarm malf 12 with no notable events prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Technical support guided caller through resetting pump using provided instructions, malfunction did not recur after reset, customer was advised to continue using pump and to call back if problem returned, and caller acknowledged understanding of instructions.